Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the defibrillator experienced a power on reset (por). It was further noted the patient is receiving radiation therapy for cancer. The por was cleared and the device remains in use. No patient complications were reported as a result of this event.